Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure. It was further noted that the lesion was 80% stenosed and that the artery was moderately tortuous. Also, the duration of inflation was at 1 to 2 seconds.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 12atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure. It was further noted that the lesion was 80% stenosed and that the artery was moderately tortuous. Also, the duration of inflation was at 1 to 2 seconds.